Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. The event history log (ehl) could not be downloaded. An occlusion test was performed. The customer reported alarms were not reproduced during functional testing. The investigation concluded the following however: (1) intermittent errors were noted (these errors resulted from normal wear of the clutch halves), (2) a counterfeit black flow super capacitor was installed on the pump (this was also contributing to the intermittent errors). Based on these findings the investigation concluded that the pump was producing errors/alarms. The problem source of the reported errors/alarms was unknown. A root cause was not established. The clutch halves and main pc board were replaced to address the alarms.

Event description:
It was reported that the medfusion pump exhibited the following alarms/errors: check clutch error, time base during the background test, and, time out error during the background test. No patient injury or complications were reported in relation to this event.